Event description:
It was reported that the patient's implantable cardioverter defibrillator and right ventricular lead exhibited noise over-sensing resulting in inappropriate therapy being delivered. Both devices were explanted and replaced. The patient's status was unknown.